Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit was received with cracked case at display window corners, cracked reservoir tube lip, and cracked case near reservoir window. No displacement anomaly noted.

Event description:
Customer reported that she had unexplained low blood glucose. Customer went to the emergency room and was hospitalized. Customer's blood glucose reading at the time of the emergency room visit was 19 mg/dl. Nothing further was reported.